Event description:
Pt was revised due to poly wear.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records and complaint database was not provided. It would not be unreasonable to expect some wear after 21 years of implantation. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.